Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received an empty cartridge alarm preceded by a low insulin alert. Reportedly, the customer stated that there was insulin left in the cartridge. Customer's blood glucose level was 350-400 mg/dl. The customer loaded a new cartridge.